Event description:
Harmonic hand piece was not working. Hand piece switched, cord switched, console switched. Harmonic hand piece would not work. Tried 2 from same lot number with same result. When new hand piece was open from a different lot number, issue was resolved.